Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (termination)') and sepsis ('sepsis') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 1 ((B)(6) 2005). Concurrent conditions included obesity. Concomitant products included enoxaparin from (B)(6)-2016 to (B)(6)-2017, famotidine from (B)(6)-2016 to (B)(6)-2017, medroxyprogesterone acetate (depoprovera) from (B)(6)-2006 to (B)(6)-2008, metronidazole from (B)(6)-2016 to (B)(6)-2017, ondansetron from (B)(6)-2016 to (B)(6)-2017, paracetamol (acetaminophen) from (B)(6)-2016 to (B)(6)-2017, propranolol (propanolol) from (B)(6)-2016 to (B)(6)-2017, sumatriptan succinate (imitrex df) since 2005, tizanidine hydrochloride (zanaflex) from (B)(6) 2016 and tramadol from (B)(6)-2016 to (B)(6)-2017. On (B)(6)-2008, the patient had essure inserted. On (B)(6)-2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)-2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pain"). On (B)(6)-2016, the patient experienced migraine ("migraines/headaches"). On (B)(6)-2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6)-2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant) and abscess ("severe abscess") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, dilatation and cutereggae and hysterectomy (full), oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6)-2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, sepsis, vaginal infection, depression, anxiety, weight increased, migraine and abscess outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abscess, anxiety, depression, fallopian tube perforation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, sepsis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data hysterosalpingogram reported previously, now it is reported plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2019: pfs received. Reporter information were added. Date of removal were added. This case become incident. Medical history and concomitant drug were added. Event : abnormal bleeding (vaginal), device ineffective, pregnancy (termination), depression, mental anguish, weight gain, migraines/headaches, abnormal bleeding (vaginal, menorrhagia), severe abscess, sepsis were added. Event verbatim were updated as physical pain/pain. Outcome of the event physical pain/pain were updated. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium metallic coiled essure wires present in cornu, bilateral.'), fallopian tube perforation ('perforation (fallopian tube(s))/perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)'), pregnancy with contraceptive device ('pregnancy (termination)'), genital haemorrhage ('bleeding: general, abnormal bleeding') and sepsis ('sepsis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 ((B)(6) 2005), fever, erythema, leukocytosis, lower abdominal pain, sepsis, weakness, numbness, diarrhea, constipation, dysuria, abdominal tenderness, bowel obstruction, colitis, heartburn, hiatal hernia, gastritis, right lower quadrant pain, joint pain, rash, flank pain and pelvic adhesions. Concurrent conditions included obesity, tachycardia, penicillin allergy, palpitations, elevated bp, hypertensive urgency, hypertension, seizure, hypercholesterolemia, hypertriglyceridemia, endometriosis, recurrent uti, nabothian cyst, vomiting, burning sensation, urination pain, nausea and hematuria. Concomitant products included famotidine since (B)(6) 2016 for gerd, ondansetron since (B)(6) 2016 for gastroparesis, propranolol (propanolol) since (B)(6) 2016 for hypertension, tramadol since(B)(6) 2016 for seizure as well as antibiotics, bifidobacterium lactis (probiotic), carvedilol (coreg), enoxaparin from 9-dec-2016 to 24-oct-2017, hydromorphone, loratadine (lortab), medroxyprogesterone acetate (depoprovera) from 1-jan-2006 to 8-aug-2008, metronidazole (flagyl), metronidazole since (B)(6) 2016, paracetamol (acetaminophen) from 30-jan-2016 to 1-jan-2017, sumatriptan succinate (imitrex df) since 2005 and tizanidine hydrochloride (zanaflex) from (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain/pelvic pain"). In (B)(6) 2008, the patient experienced migraine ("migraines/headaches/migraine"). In (B)(6) 2008, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("bladder/urinary problems: uti") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), abscess ("severe abscess"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with dilatation and cuteragge and surgery (ablation and hysterectomy (full), oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fallopian tube perforation, pregnancy with contraceptive device, sepsis, vaginal infection, depression, anxiety, weight increased and abscess outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, migraine, abdominal pain, dysmenorrhoea, dyspareunia, back pain, urinary tract infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abscess, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data hysterosalpingogram reported previously, now it is reported plaintiff did not undergo essure confirmation test. Plaintiff received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, perforation, uti, vaginal discharge, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abdominal pain, headache, migraine, dyspareunia, anxiety, vaginal bleeding, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet was received. Outcome of the event "abnormal bleeding (vaginal)" was updated to resolved from unknown. Reporter information, events onset date were added. Follow up 7 and 8 was processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium metallic coiled essure wires present in cornu, bilateral.'), fallopian tube perforation ('perforation (fallopian tube(s))/perforation/ the points of the essure were protruding from the left tube'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)'), pregnancy with contraceptive device ('pregnancy (termination)/ pregnancy (stillbirth or miscarriage)'), genital haemorrhage ('bleeding: general, abnormal bleeding'), sepsis ('sepsis') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 ((B)(6) 2005), fever, erythema, leukocytosis, lower abdominal pain, sepsis, weakness, numbness, diarrhea, constipation, dysuria, abdominal tenderness, bowel obstruction, colitis, heartburn, hiatal hernia, gastritis, right lower quadrant pain, joint pain, rash, flank pain and pelvic adhesions. Concurrent conditions included obesity, tachycardia, penicillin allergy, palpitations, elevated bp, hypertensive urgency, hypertension, seizure, hypercholesterolemia, hypertriglyceridemia, endometriosis, recurrent uti, nabothian cyst, vomiting, burning sensation, urination pain, nausea and hematuria. Concomitant products included famotidine since (B)(6) 2016 for gerd, ondansetron since (B)(6) 2016 for gastroparesis, propranolol (propanolol) since (B)(6) 2016 for hypertension, tramadol since (B)(6) 2016 for seizure as well as antibiotics, bifidobacterium lactis (probiotic), carvedilol (coreg), enoxaparin from 9-dec-2016 to 24-oct-2017, hydromorphone, loratadine (lortab), medroxyprogesterone acetate (depoprovera) from 1-jan-2006 to 8-aug-2008, metronidazole (flagyl), metronidazole since (B)(6) 2016, paracetamol (acetaminophen) from 30-jan-2016 to 1-jan-2017, sumatriptan succinate (imitrex df) since 2005 and tizanidine hydrochloride (zanaflex) from 30-jan-2016 to 5-oct-2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain/pelvic pain"). In (B)(6) 2008, the patient experienced migraine ("migraines/headaches/migraine"). In (B)(6) 2008, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("bladder/urinary problems: uti") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), abscess ("severe abscess"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts") and vulvovaginal pain ("vaginal pain"). The patient was treated with dilatation and cuteragge and surgery (ablation and hysterectomy (full), oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fallopian tube perforation, pregnancy with contraceptive device, sepsis, vaginal infection, depression, anxiety, weight increased and abscess outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, migraine, abdominal pain, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, vaginal discharge, pelvic inflammatory disease, cyst and vulvovaginal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abscess, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data hysterosalpingogram reported previously, now it is reported plaintiff did not undergo essure confirmation test. Plaintiff received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, perforation, uti, vaginal discharge, migraine. Pregnancy onset date event was noted as (B)(6) 2009 (discrepancy noted on fu 7-jul-2020). Date(s) of insertion: (B)(6) 2009-as per pfs(discrepancy noted). Date(s) of removal: (B)(6) 2016-as per pfs (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abdominal pain, headache, migraine, dyspareunia, anxiety, vaginal bleeding, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: plaintiff fact sheet received. Reporter added. Added events pelvic inflammatory disease, cysts, vaginal pain. Updated outcome of event pelvic inflammatory disease, cysts, vaginal pain as recovered resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium metallic coiled essure wires present in cornu, bilateral.'), fallopian tube perforation ('perforation (fallopian tube(s))/perforation/ the points of the essure were protruding from the left tube'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)'), pregnancy with contraceptive device ('pregnancy (termination)/ pregnancy (stillbirth or miscarriage)'), genital haemorrhage ('bleeding: general, abnormal bleeding'), sepsis ('sepsis'), pelvic pain ('physical pain/pain/pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1 ((B)(6) 2005), fever, erythema, leukocytosis, lower abdominal pain, sepsis, weakness, numbness, diarrhea, constipation, dysuria, abdominal tenderness, bowel obstruction, colitis, heartburn, hiatal hernia, gastritis, right lower quadrant pain, joint pain, rash, flank pain and pelvic adhesions. Concurrent conditions included obesity, tachycardia, penicillin allergy, palpitations, elevated bp, hypertensive urgency, hypertension, seizure, hypercholesterolemia, hypertriglyceridemia, endometriosis, recurrent uti, nabothian cyst, vomiting, burning sensation, urination pain, nausea and hematuria. Concomitant products included famotidine since (B)(6) 2016 for gerd, ondansetron since (B)(6) 2016 for gastroparesis, propranolol (propanolol) since (B)(6) 2016 for hypertension, tramadol since (B)(6) 2016 for seizure as well as antibiotics, bifidobacterium lactis (probiotic), carvedilol (coreg), enoxaparin from (B)(6) 2016 to (B)(6) 2017, hydromorphone, loratadine (lortab), medroxyprogesterone acetate (depoprovera) from (B)(6) 2006 to (B)(6) 2008, metronidazole (flagyl), metronidazole since (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017, sumatriptan succinate (imitrex df) since 2005 and tizanidine hydrochloride (zanaflex) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion hospitalization). In (B)(6) 2008, the patient experienced migraine ("migraines/headaches/migraine"). In (B)(6) 2008, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish/psych injury") and urinary tract infection ("bladder/urinary problems: uti") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), abscess ("severe abscess"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts"), vulvovaginal pain ("vaginal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was hospitalized on (B)(6) 2010. The patient was treated with dilatation and cuteragge and surgery (ablation and hysterectomy (full), oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, fallopian tube perforation, pregnancy with contraceptive device, sepsis, vaginal infection, depression, anxiety, weight increased and abscess outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, migraine, abdominal pain, dysmenorrhoea, dyspareunia, back pain, urinary tract infection, vaginal discharge, pelvic inflammatory disease, cyst and vulvovaginal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abscess, anxiety, back pain, cyst, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data hysterosalpingogram reported previously, now it is reported plaintiff did not undergo essure confirmation test. Plaintiff received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, perforation, uti, vaginal discharge, migraine. Pregnancy onset date event was noted as (B)(6) 2009 (discrepancy noted on fu (B)(6) 2020). Date(s) of insertion: (B)(6) 2009, (B)(6) 2009-as per pfs(discrepancy noted). Date(s) of removal: (B)(6) 2016-as per pfs (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, abdominal pain, headache, migraine, dyspareunia, anxiety, vaginal bleeding, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: new event dysfunctional uterine bleeding was added. Previously reported event pelvic pain's seriousness criteria was updated as hospitalization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)'), pregnancy with contraceptive device ('pregnancy (termination)'), genital haemorrhage ('bleeding: general, abnormal bleeding') and sepsis ('sepsis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 1 ((B)(6)2005). Concurrent conditions included obesity. Concomitant products included enoxaparin from (B)(6)2016 to (B)(6)2017, famotidine from (B)(6)2016 to(B)(6)2017, medroxyprogesterone acetate (depoprovera) from (B)(6)2006 to(B)(6)2008, metronidazole from(B)(6)2016 to (B)(6)2017, ondansetron from (B)(6)2016 to(B)(6)2017, paracetamol (acetaminophen) from (B)(6)2016 to (B)(6)2017, propranolol (propanolol) from (B)(6)2016 to (B)(6)2017, sumatriptan succinate (imitrex df) since 2005, tizanidine hydrochloride (zanaflex) from (B)(6)2016 to (B)(6)2016 and tramadol from (B)(6)2016 to (B)(6)2017. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In (B)(6)2008, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). In (B)(6)2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pain/pelvic pain"). On (B)(6)2016, the patient experienced migraine ("migraines/headaches/migraine"). On (B)(6)2016, the patient experienced vaginal infection ("vaginal infection"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), abscess ("severe abscess"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("bladder/urinary problems: vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with dilatation and cuteragge and surgery (ablation and hysterectomy (full), oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, pregnancy with contraceptive device, sepsis, vaginal infection, depression, anxiety, weight increased and abscess outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, migraine, abdominal pain, dysmenorrhoea, dyspareunia, back pain, urinary tract infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abscess, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data hysterosalpingogram reported previously, now it is reported plaintiff did not undergo essure confirmation test. Plaintiff received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, perforation, uti, vaginal discharge, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events from pfs: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, general abnormal bleeding, uti, vaginal discharge were added. Outcome of abdominal, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, genital bleeding, uti, vaginal discharge were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.